Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 45 mg/dl and candy was consumed to address the low bg. The customer did not know the cause of the low bg. The customer stated that the wake button had stopped functioning. The customer was able to plug the pump into another power source to turn the pump on. The customer's bg was 250 mg/dl and a bolus was delivered to address the high bg. The customer was to use the pump to manage diabetes.

Manufacturer narrative:
The reported wake button issue was confirmed. No device issue related to the low blood glucose was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017 in the pump logs. Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.